Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the blackout malfunction: malfunction not confirmed, cause not established. Based on the results of the investigation, it is likely the following led to the image noise malfunction: due to a break in the plug unit, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use the colonovideoscope had a blackout. There were no reports of patient harm.